Manufacturer narrative:
(B)(4). Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6).without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for fracture of distal tibia took place on (B)(6) 2016. During the surgery, the surgeon felt like the reported screw was endlessly going into the distal radial hole of the reported plate when he inserted and tried to tighten the screw up. The reported screw was inserted into the hole of the plate using screwdriver with torque limiting attachment after drilling through guide block. Then, the surgeon confirmed the reported screw had penetrated the plate using image. Although the surgeon tried to take the screw back using screwdriver, the attempt did not work. Eventually, the surgeon removed the reported screw from the back side of the plate. The surgeon decided not to use the hole to complete the surgery as screws in the other holes of the plate were successfully locked. The surgery was extended for fifteen (15) minutes. This is report 2 of 2 for (B)(4).